Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the patient line disconnected from the three-way stopcock and was leaking. It was also reported that there was no injury to the patient.

Manufacturer narrative:
The returned product was patent. The blue striped patient line tubing was observed to be disconnected from the patient line stopcock. Adhesive was observed in the interior and on the outside of the tubing to luer connection. Adhesive was also observed on the end of the disconnected blue stripe tubing. The blue striped tubing¿s outer diameter was within specifications. The device did not meet requirements for the leakage test due to the tubing disconnection. A review of manufacturing records showed no anomalies. (B)(4).

Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4).